Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Touchscreen became nonfunctional while pumping continued, required multiple console replacements. No patient harm reported. The transitioning was done successfully, and the other pumps would need to be serviced and taken to biomed.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) touchscreen became nonfunctional while pumping continued, required multiple console replacements. No patient harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11it was reported by the customer through the emergency support program (esp) that while replacing the pump, the cardiosave intra-aortic balloon pump (iabp) had a nonfunctional touch screen. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had brought in the pump to replace the blank screen pump but upon startup the touch screen was not working. Esp personnel made sure therapy was still on going with pump 1. Even after a power cycle of pump 2, it remained unresponsive. A third replacement would need to be brought in and both pump 1 and pump 2 were tagged with their respective issues. The transitioning was done successfully, and the other pumps would need to be serviced and taken to biomed.